Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that following an intraocular lens (iol) implant procedure, the patient experienced anisometropia. The iol was exchanged for another lens approximately six months following the initial implantation. The reason given for the explant was "refractive." Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. Additional information provided in b.5. And h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the lens was exchanged for another lens with 7 diopters difference in power.